Event description:
It was reported that navio suggested a size 10 femur. And since patient is a female, doctor decided to size down to a 7, a little big medial lateral but looked good a/p. A size 6 femur looked better according to surgeon but posterior resections were 20 mm and flexion gap was very large. Proceeded with a 7 and flexion gap was a little larger. Did not posteriorize anymore because did not want to notch. Posterior resection was 18.5 which seemed inaccurate and huge. Anterior cut was made and assessed with manual angel wing and posteriorized block 1.5-2 mm manually with screw driver on jii femur block because there was room and flexion gap was larger than preferred. Case outcome was perfect. 7 femur got very well and posterior resections were no close to 18mm. Femur 7 was placed and 10 poly and very well balanced.